Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the pt's right eye (od) in 2006. The icl was explanted on the event date, due to excessive vaulting and hyperopic outcome. The icl was explanted with no pt injury and was exchanged for a shorter lens. The pt's current bcva is 20/15.

Manufacturer narrative:
Evaluation: results - a work order search was conducted and there was no similar complaints found.